Event description:
Implant loss. Patient had been using device on a daily basis for approx 3 years. Patient reports he may have had trauma to the implant site, but is not sure. No history of infections at wound site.

Manufacturer narrative:
Implant loss is known to occur, considered to the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.